Manufacturer narrative:
On 23 december 2022, the distributor reported the additional information: the pump history was checked, and it was determined that the pump battery was depleting quickly on 17 november 2022. The customer reverted to alternate insulin therapy. Removed medical device report (MDR) code 2892. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.